Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the device was removed because the patient ¿"feel[sic] on the ice, right on the battery site and his skin split open right over the battery. Nothing wrong with the device. They were worried about infection."

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer was walking on the ice and slipped landing on their back resulting in the skin breaking open at the site of the implantable neurostimulator (ins). Following this the consumer met with the healthcare provider (hcp) who decided that based on the wound the device would be explanted on (B)(6) 2016, but the issue wasn¿t currently resolved.